Manufacturer narrative:
(B)(4). The ssu tried to replicate the problem, but could not. However, when the standalone training rotaflow console was unplugged, it was noticed that the displayed voltage was reading 27 v. Our primary rotaflow console, which has a dry circuit mounted and been recharging on the ups since at least yesterday reads only 24 v at most. When the pump is running the voltage is approximately 23. The manual was checked and it stated that batt err indicates a fault with battery charging. On (B)(6) 2013, service protocol order no. (B)(4) was generated for this rotaflow unit. Per the service protocol, the battery was replaced. (B)(4).

Event description:
On (B)(6) 2013, the maquet sales and service unit (ssu) technician (on behalf of (B)(6)), reported that rotaflow console with serial number (B)(4) had a problem. According to the customer, a patient was transported from ICU to the CT scan suite for a CT scan and when the unit was plugged into the ups onto a power strip in the CT suite and it stopped beeping. Note: beeping is an indication that the battery is low. The unit was unplugged from the power strip once the patient was finish. The rotaflow console then displayed batt err. The customer unplugged the rotaflow from the ups and re-plugged the unit in an attempt to get rid of the error. However, the rotaflow shutdown completely. The unit was quickly plugged back into the ups and restarted. The unit came back up normally and the recharge indicator was lit. The patient was returned to ICU and the support was discontinued. (B)(4).